Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issues were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported unintended movement (clip open- efaa) and unintended movement (clip open- locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After insertion of the clip delivery system (cds) into the right atrium, the clip was observed to be opened a few degrees. Troubleshooting attempts were done by straddling the devices and attempting to establish final arm angle (efaa), however two attempts were done and were unsuccessful. The undeployed clip and the cds were removed from the anatomy. A new cds was used to complete the procedure, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.